Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 555184. Product family: scs-linear leads-MRI, upn: m365sc2408740, model:sc-2408-74, serial: (B)(6), batch: 7075591. Product family: scs-lead fixation-MRI, upn: m365sc43190, model:sc-4319, serial: n/a, batch: 28865927.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced impaired wound healing and underwent debridement and hospitalization. The patient later underwent an explant of the entire system. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial:(B)(6), batch: 555184. Product family: scs-linear leads-MRI, upn: m365sc2408740, model:sc-2408-74, serial: (B)(6), batch: 7075591. Product family: scs-lead fixation-MRI, upn: m365sc43190, model:sc-4319, serial: n/a, batch: 28865927.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced impaired wound healing and underwent debridement and hospitalization. The patient later underwent an explant of the entire system.